Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, a photo received confirmed the description of the event. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU) was reviewed. Vascular hemorrhage is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The probable root cause, based on available info, is the reported high stick, which affects the compressibility of the access site over the femoral head.

Event description:
This was a peripheral interventional procedure for a below-the-knee occlusion. The axera case was uneventful, however the initial access puncture was high. The procedure was uneventful and the pt was discharged the same day. On (B)(6) 2012, the pt was seen for follow-up and complained of flank pain (very tender in the area). CT confirmed a large retroperitoneal hematoma (rph). However, angio revealed it was not actively bleeding at the time. The pt was given 4 units of blood, which resolved the rph. The pt recovered with no further sequelae and was discharged on (B)(6) 2012.